Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Section d of the initial MDR: updated to the correct stapler reload information involved with the event. Section b5 of the initial MDR: it was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the surgeon was using a endowrist 45 stapler instrument with a blue reload to perform a sigmoid resection. However, during this fire, some staples on the proximal right side, closest to the incision line, were malformed. The certified surgical technician (cst) who was assisting during this procedure described the staples as "flat and turned." The surgeon used additional reloads to continue the resection, then sutured the staple line. The target tissue was reportedly healthy and had no prior radiation exposure. The procedure was completed robotically. The stapler instrument and reload used during this event were inspected prior to use without any abnormalities noticed. This event did not result in a partial fire, tissue push, failure to fire, nor the stapler jaws opening during the firing of the reload. This fire had no obstructions such as previous staples. There were no clamping issues associated with this fire. The endowrist 45 stapler is being returned, but the reloads used during this event were discarded. Section h10 of the initial MDR: intuitive surgical, inc. (Isi) the endowrist 45 stapler instrument used during this event. The reported event was not replicated, but was confirmed. The instrument moved intuitively with full range of motion in all directions. Review of the logs found no firing failures. Additionally, the instrument was found to have reload recognition failures based on log review. The root cause of this failure is not determinable. Section h10 of the follow #1 MDR: the surgeon of this procedure explained that the endowrist 45 blue reload blade was cutting when it began to disrupt and deform the staples on one side of the transection. There was no bleeding due to this event and no long term patient effects as the issue was resolved intra-operatively. The event caused less than a 15 minute delay. The patient did not experience any post-operative complications and was last observed in good condition. The surgeon believes this event was caused by a misalignment of the blue reload blade and staples.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The surgeon of this procedure explained that the sureform 45 blue reload blade was cutting when it began to disrupt and deform the staples on one side of the transection. There was no bleeding due to this event and no long term patient effects as the issue was resolved intra-operatively. The event caused less than a 15 minute delay. The patient did not experience any post-operative complications and was last observed in good condition. The surgeon believes this event was caused by a misalignment of the blue reload blade and staples.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. Intuitive surgical, inc. (Isi) the sureform 45 stapler instrument used during this event. The reported event was not replicated, but was confirmed. The instrument moved intuitively with full range of motion in all directions. Review of the logs found no firing failures. Additionally, the instrument was found to have reload recognition failures based on log review. The root cause of this failure is not determinable. The image received from the customer of this event shows stapled tissue that appears to have been transected. Some incompletely formed staples are visible, along with a small amount of blood.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the surgeon was using a sureform 45 stapler instrument with a blue reload to perform a sigmoid resection. However, during this fire, some staples on the proximal right side, closest to the incision line, were malformed. The certified surgical technician (cst) who was assisting during this procedure described the staples as "flat and turned." The surgeon used additional reloads to continue the resection, then sutured the staple line. The target tissue was reportedly healthy and had no prior radiation exposure. The procedure was completed robotically. The stapler instrument and reload used during this event were inspected prior to use without any abnormalities noticed. This event did not result in a partial fire, tissue push, failure to fire, nor the stapler jaws opening during the firing of the reload. This fire had no obstructions such as previous staples. There were no clamping issues associated with this fire. The sureform 45 stapler is being returned, but the reloads used during this event were discarded.